Manufacturer narrative:
(B)(4). Initial reporter: the initial reporter declined to provide additional information. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Follow up from the nurse confirmed the patient did not have peritonitis, as evidenced by no white blood cells and no organism identified (specific tests not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. The patient was not yet recovered from the peritonitis event. No additional information is available.